Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pcu experiencing a battery discharge event during a noradrenaline infusion was confirmed. The system was identified having missed both ¿low battery¿ (lb1) and ¿very low battery¿ (lb2) alarms prior to the system alarming for battery discharge (low battery 3). The reported system error was not confirmed during a review of the logs or while testing was performed. A log analysis identified the pcu exhibiting a battery discharge event while infusing noradrenaline on (B)(6) 2020, instead of the reported incident date of (B)(6) 2020. During the investigation, a review of the battery log showed the battery was last conditioned on (B)(6) 2019, showing an update battery capacity of 3870mah, below acceptable capacity. According to service bulletin 592a, the customer should have either replaced the battery with a new battery or manual conditioning should have been performed to check the capacity again. Additionally, the battery was well over 2 years old and should have been replaced. Battery discharged without prior warnings test method results demonstrate that the system will not produce very low battery alarm (lb2) with a fully charged battery. However, when a good known battery is in use, all low battery alarms are exhibited as intended by the system. Battery conditioning determined the pcu battery is failing, showing outside acceptable battery capacity. Device inspection: an external and internal inspection of the source device showed the unit with signs of dried fluid residue on both iui connectors. The alaris pcu battery (p/n 49000167 rev2) showed the date code 1710 ((B)(6) 2017). There were no other obvious issue or anomalies associated to the reported event. Root cause analysis: the root cause of the customer¿s experience with the pcu battery discharging was attributed to inadequate battery maintenance resulting in a lower than acceptable battery capacity. Additionally, according to service bulleting 592a, the battery should have been replaced after 2 years. A review of the logs identified the battery continued to be in use after the last battery conditioning consisting of a below acceptable battery capacity. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 03apr2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 20oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a battery discharge during a noradrenaline infusion. The event occurred in the cardiothoracic ICU. There were two large volume pumps (lvps) attached to the pcu at the time of the event. 6mg noradrenaline in 100mls 5% dextrose was infusing at a rate of 0.1mcg/kg/min (ordered dose 0.1-0.2 mcg) when the pump shut down. As a result, the patient's blood pressure decreased to 58/30, requiring a stat dose of metaraminol to treat the hypotensive episode. It is unknown what dosage of metaraminol was administered. It was reported that the patient's blood pressure returned to ordered parameters after the metaraminol was administered. There was a system error displayed prior to the pump shut down; however, the specific error is unknown. There was no alarm prior to the pump shut down. The pump was plugged into an outlet at the time of the event. Another pump was obtained and the noradrenaline was restarted on the new pump.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was a battery discharge during a noradrenaline infusion. The event occurred in the cardiothoracic ICU. There were two large volume pumps (lvps) attached to the pcu at the time of the event. 6mg noradrenaline in 100mls 5% dextrose was infusing at a rate of 0.1mcg/kg/min (ordered dose 0.1-0.2 mcg) when the pump shut down. As a result, the patient's blood pressure decreased to 58/30, requiring a stat dose of metaraminol to treat the hypotensive episode. It is unknown what dosage of metaraminol was administered. It was reported that the patient's blood pressure returned to ordered parameters after the metaraminol was administered. There was a system error displayed prior to the pump shut down; however, the specific error is unknown. There was no alarm prior to the pump shut down. The pump was plugged into an outlet at the time of the event. Another pump was obtained and the noradrenaline was restarted on the new pump.